Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Pump received motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to motor error alarms noted.

Event description:
Information received from medtronic indicated that the insulin pump had a motor error. The customer¿s blood glucose was unknown at the time of incident. The customer stated that the drive support cap was normal. The customer rewound the insulin pump. The alarm history was reviewed and there was more than one motor error alarm within any 30 days present. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.